Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized a few weeks ago for a high blood sugar. Customer struggles a lot with her blood glucose fluctuating and she has a lot of issues with lows. Customer's mother stated that it is causing hair loss and the customer was in the hospital for high ketones.

Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test, off no power alarm test and unexpected restart error test. No unexpected low battery alarm noted during testing. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.